Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had shown an error message. A technical support specialist (tss) connected to the station and found multiple structured query language (sql) errors that had caused the services to be terminated on the station. However, the error was no longer appearing. It was considered to have a clean database to avoid similar errors. A full synchronization was initiated to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device showed an error message. The customer reported that the device displayed an error message: ¿error: cannot continue the execution because the session is in the kill state". The station allowed pharmacy staff to log in and perform actions, but end users were unable to access medications. The customer stated that this malfunction occurred while dispensing medication to patients. There were no adverse events or injuries reported based on this event.